Event description:
Procedure: colectomy. According to the reporter: the pt was operated for a cancer on (B)(6) 2012. On (B)(6) 2012, the pt was reoperated on, and the surgeon found out that the staple line didn't hold. The pt expired some time after. Additional information: according to the reporter: the pt had a high fever 5 days after the initial operation, with pain on the right side, which showed marks of bruises. After check-up, important fluid leakage was discovered, and the surgeon suspected a fistula. The pt died on (B)(6) 2012, in the ICU.

Manufacturer narrative:
(B)(4).